Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, fibroadipose and fibromuscular tissue, inflammation, foreign body reaction, pain, scarring, multiple pieces of mesh all in different locations, bowel obstruction, and mesh migration. Post-operative patient treatment included ventral hernia repair, repair of incisional hernia, repair of four defects in the previous mesh, component separation, removal of prior meshes from all different locations, lysis of dense adhesions, extensive excisional debridement of skin and soft tissue, bilateral posterior sheath release as well as bilateral transversus abdominis muscle release.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: patient code-c64343(fibroadipose and fibromuscular tissue) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh migration, bowel growing into mesh and mesh ingrown into posterior sheath. Post-operative patient treatment included ventral hernia repair, take down of adhesions, repair of incisional hernia, repair of four defects in the previous mesh, component separation, repair of recurrent incarcerated incisional hernia, removal of prior meshes from all different locations, lysis of dense adhesions for over 30 minutes, extensive excisional debridement of skin and soft tissue, bilateral posterior sheath release as well as bilateral transversus abdominis muscle release.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g3, h6 (removed imf code and added imf code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, e1 (facility name, street, city, region, postal code), g1, g3, h6 (added patient codes, ime e2402 "fibroadipose tissue, fibromuscular tissue"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, erosion, fibroadipose and fibromuscular tissue, inflammation, foreign body reaction, pain, scarring, multiple pieces of mesh all in different locations, bowel obstruction, and mesh migration. Post-operative patient treatment included mesh revision, jp drain, CT scan, ventral hernia repair with new mesh, repair of incisional hernia with new mesh, repair of four defects in the previous mesh, component separation, removal of prior meshes from all different locations, lysis of dense adhesions, extensive excisional debridement of skin and soft tissue, bilateral posterior sheath release as well as bilateral transversus abdominis muscle release.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, erosion, fibroadipose and fibromuscular tissue, inflammation, foreign body reaction, pain, scarring, multiple pieces of mesh all in different locations, bowel obstruction, and mesh migration. Post-operative patient treatment included ventral hernia repair, repair of incisional hernia, repair of four defects in the previous mesh, component separation, removal of prior meshes from all different locations, lysis of dense adhesions, extensive excisional debridement of skin and soft tissue, bilateral posterior sheath release as well as bilateral transversus abdominis muscle release.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent umbilical hernia and an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, bowel growing into mesh and mesh ingrown into posterior sheath. Post-operative patient treatment included ventral hernia repair, take down of adhesions, repair of incisional hernia, repair of four defects in the previous mesh, component separation, repair of recurrent incarcerated incisional hernia, removal of prior meshes from all different locations, lysis of dense adhesions for over 30 minutes, extensive excisional debridement of skin and soft tissue, bilateral posterior sheath release as well as bilateral transversus abdominis muscle release.